Event description:
Medtronic received information via literature regarding the clinical impact of hypoattenuating leaflet thickening (halt) after transcatheter aortic valve (tav) implant. All data were collected from a single center between 2015 and 2019. The study population included 638 patients, of which 79 patients were diagnosed with halt. The overall study population was predominantly male. Multiple manufacturer¿s devices were implanted in the study population. Patients were implanted with either a medtronic self-expanding evolutr tav or a balloon-expandable non-medtronic tav. No unique device identifier numbers were provided. Among all patients, adverse events included: halt, increased gradient measurements, myocardial infarction (mi), hemorrhagic or ischemic stroke, transient ischemic attack (tia), cardiovascular surgery and heart failure that required hospitalization. Based on the available information a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: garcia s, fukui m, dworak mw, okeson bk, garberich r, hashimoto g, sato h, cavalcante jl, bapat vn, lesser j, cheng v, newell mc, goessl m, elmariah s, bradley sm, sorajja p. Clinical impact of hypoattenuating leaflet thickening after transcatheter aortic valve replacement. Circ cardiovasc interv. 2022 mar;15(3):e011480. Doi: 10.1161/circinterventions.121.011480 earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.